Manufacturer narrative:
H6: investigation summary: no photo or sample was provided for investigation. Without photo or sample, the customer's complaint of leakage cannot be verified and the root cause remains unknown. A device history record review for model mp5312- c lot number 21055044 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported 8.5 in pressure rated set w/bonded had leakage issues. The following information was provided by the initial reporter: "we have been having these leak at the hub where attached to IV tubing."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21055044, medical device expiration date: 05/07/2026, device manufacture date: 04/26/2021. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 8.5 in pressure rated set w/bonded had leakage issues. The following information was provided by the initial reporter: "we have been having these leak at the hub where attached to IV tubing."